Manufacturer narrative:
Nothing was returned for evaluation, implant remains in patient. DHR review revealed nothing relevant to the event and there are no other complaints for this lot number. Since the device was not returned for evaluation, the customer's complaint could not be verified. The cause of this event was not determined.

Event description:
During a rotator cuff repair, the surgeon stated the tigertail suture looked thinner and cut too easily. One suture broke as he was tying off the knot. He then had to change to an open procedure to complete the case. Knot pusher was used but part number was not available. This device is used for treatment.